Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose two weeks ago with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as getting physical. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also stated that they have been high and declined trouble shooting for the high. Customer also could not get the reservoir into the pump. The insulin pump will not be returned for analysis.